Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported, the map on this unit is not reading correctly. He can't get it to zero and it will oscillate with the stopper out of the circuit etc. He then said that when he had an external pressure meter inline the numbers would fluctuate a lot. It was never stable. Carefusion technical support specialist suggested replacing the pressure transducer. He said he did check the tubing on the transducer and didn't see any water. He is going to get another 3100b unit and swap out the pressure transducer. No further details received. Patient involvement is unknown.